Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed sleep current test due to high currents. Pump failed screen portion of the self test due to pump error 63 alarm. No blank display or flashing white display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, both the unloaded voltage (ul vlith) and the loaded voltage (loaded vlith) had a voltage drop due to moisture damage. No unexpected power alarms or unexpected battery alerts were found in the history files or traces on or near the event date. Pump error 4 was confirmed on (B)(6) 2023 at 14:27:41.00 due to motor mcu did not get the response from the main mcu when sent the request. Pump error 63 variable 3 was confirmed during testing and in the history files on (B)(6)2023 at 16:46:27.00 due to corroded solder joints on the u1 chip on the keypad assembly. Pump was cut open to perform visual inspection and found a corroded home switch, corroded solder joints on the u1 chip, and¿moisture damage¿on the pcba 1, pcba 2, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 63 variable 3 was confirmed due to corroded solder joints on the u1 chip from the keypad assembly. Pump error 4 was confirmed due to a hardware error anomaly. Unexpected battery power loss confirmed due to moisture damage on the pcba 1 and pcba 2. Pump failed self test and sleep current test due to moisture damage on the pcba 1, pcba 2, and corroded solder joints on the u1 chip. No blank display or flashing white display was observed during analysis. Blank display and flashing white display were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported white display after swimming. Troubleshooting was performed and the customer was calling back with blank display after receiving new battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.